Manufacturer narrative:
Analysis of programming history. This device was implanted to treat fibromyalgia which is an unapproved indication.

Event description:
The patient's programming history was reviewed on (B)(6) 2013. A faulted system diagnostic test was performed on (B)(6) 2008 which changed the patient's settings. The patient was re-programmed to an output current on 1ma (from 0ma); however, the off time was left at 60 minutes and the magnet output current was left at 1ma. The settings were corrected at the next visit on (B)(6) 2013.